Event description:
Information received that the brakes were not holding in brake position. No injury reported.

Manufacturer narrative:
Technician found the brakes were not holding when the brake was engaged. Replaced all four brake casters to resolve this issue. Bed was located out of service.